Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 8590-9, lot# n304979, implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
Additional information received reported there were no diagnostics performed and no malfunctions were seen. It was noted the cause of the issue was not determined and there were no interventions taken or planned. It was further noted the patient had an office visit on (B)(6) 2014. The reporter stated the patient was receiving effective therapy. The reporter further stated the patient¿s neurosurgeon wanted to do surgery on the patient¿s back for a herniated disc, but the patient was undecided on the therapy.

Event description:
It was reported that the patient was feeling a shocking or jolting sensation down her right leg while implantable neurostimulator (ins) was on or off. It was confirmed the ins was off via icons on the patient programmer (pp). Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.